Event description:
The mechanical structure of a preva unit, serial number (B)(4), separated from the wall. The top screw came out of the wall. Progeny technical support confirmed with the dental office that there was no injury.

Manufacturer narrative:
(B)(4): device evaluated by dealer technician.